Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on (B)(6), 2017 but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. It is reported that possibly it is a zimmer avenir stem with a tmars cage (trabecular metal¿ acetabular revision system cup-cage) . The cage was used off label as it is approved to be used with the tmars revision cup and not by itself directly on the bone. Review of received data two x-rays are available. The x-rays show one hip of the patient with total hip replacement. From the implant profile possibly, the implants are a zimmer avenir stem with a tmars cage. The cage was used directly on the bone. The type of head and the inlay cannot be determined based on the x-rays. From the x-rays it seems that the pelvic bone of the patient is fractured as well as two of the screws fixing the cage. The head is not anatomically correctly aligned with the cup. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation: - trabecular metal¿ acetabular revision system cup-cage construct surgical technique was reviewed. The tmars cage (design ownership zimmer inc., warsaw) is approved to be used with the tmars revision cup and not directly on the bone by itself. Tmars cage is a cup-cage construct: "the decision to use the trabecular metal acetabular revision system cage to create a cup-cage construct is made after the trabecular metal revision shell, with or without augmentation, has been implanted and it is determined that there is not adequate stability for the acetabular reconstruction. A cage is then cemented into the revision shell to supplement the immediate stability until biological fixation of the trabecular metal revision shell can occur." Root cause analysis: the only information available is that the patient is being considered for a revision on an unknown day for an unknown reason. According to the available x-rays, the implants are a zimmer avenir stem with a tmars cage. The type of head and the inlay cannot be determined based on the x-rays.the x-ray review showed a potential pelvic bone fracture as well as the fracture of two screws fixing the cage. To be noted that the cage was used directly on the bone. Neither information about the event or implants, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea (avenir müller stem) or in other dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). This is a split case with zimmer inc., warsaw reference number (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent hip arthroplasty with unknown products on an unknown date. The patient is being considered for a revision on an unknown date for an unknown reason.